Manufacturer narrative:
Patient sex and weight: additional information.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of the system controller not alarming during low flow events cannot be confirmed. The patient's log file from the time of the reported event, dated (B)(6) 2019, contained approximately 5 days of data, spanning from (B)(6) 2019 05:55 to (B)(6) 2019 06:12, which captured numerous low flow hazards, where the calculated flow was captured as 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The events captured in the log file did not appear to last for 10 seconds. Besides these events, the device appeared to be operating as expected at the set speed of 9200 rpms. Pump, flow, and pi ranged from 3.8-5.1 watts, 2.5-4.3 lpm, and 2.3-6.9, respectively. A specific cause for the low flow alarms cannot be conclusively determined. Per the vad coordinator, the team was notified that the low flow events were not lasting long enough to trigger an alarm. Therefore, that was why the patient could not hear them. The low flow alarms were reportedly from hypotension which was corrected with dopamine. The patient remained ongoing on vad support. No product available for investigation. A review of the device history records found no deviations from manufacturing specifications. The heartmate ii patient handbook and the heartmate ii instructions for use explain all alarms, including low flow alarms, and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s sex and weight were not provided. Approximate age of device ¿ 2 years and 6 months (calculated from the date the system controller was assigned to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system had low flow alarms, but the patient reported no sound coming from the system controller. The patient was reportedly asymptomatic. The submitted log file was reviewed by technical services and confirmed low flow alarms. Per technical services, if the low flow alarm was not visible to the healthcare professional within the system controller¿s alarm history, this was an indication that the low flows did not last long enough to trigger an audible alarm. Technical services requested that the healthcare professional perform a self-test to ensure you are hearing audible tones from the system controller.